Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
Product event summary: the catheter was returned, analyzed and the mechanical operation of the catheter was damaged. The analyst commented that there was in vivo tip detachment - attain select ii inner catheter distal tip has detached from the shaft.

Event description:
It was reported that during the implant attempt of the left ventricular lead, the distal portion of the lead catheter detached and remains in the patient. The remainder of the catheter was removed and the lead was implanted. No patient complications have been reported as a result of this event.